Manufacturer narrative:
This ipg serial number was included in a field advisory. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient needed to charge the ipg frequently (2 times a day). As a result, the ipg was explanted and replaced with another model which resolved the issue.